Manufacturer narrative:
No conclusion code available; failure event observed during analysis. The partial distal portion of a lead measuring 50.0 cm was returned for analysis. External insulation abrasion was noted 42.0 to 42.6 cm from the connector pin consistent with lead friction to the ICD can. Inner insulation was found to be intact at this location.

Event description:
This report is to advise of an event observed during analysis.